Event description:
The hcp reported the pump was explanted after an implant duration of 26 months due to malfunction. The catheter was explanted at the same time. The device system was replaced.

Event description:
Additional information from the hcp reported that, over time, the pt became tighter despite increases to the intrathecal baclofen dose. The catheter was xrayed and "appeared in place." The hcp attempted to aspirate cerebrospinal fluid from the catheter access port, but was unable to. The hcp suspected the catheter to be non-functioning. Both the pump and catheter were explanted and replaced. The patient is reported to have recovered without sequela. The patient's stone is better controlled and the time between refills is also longer.